Event description:
It was reported that no disposable clamp tubing alarm occurred. Double beeping. Powered off. Caller did not know how to close clamp and did not want to remove cassette. Less than 6% was remaining in reservoir. Caller said that would proceed to appointment. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.